Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited vad disconnect and controller fault alarm due to depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around both power ports of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that a controller fault alarm was logged on (B)(6) 2021 at 13:31:46 and multiple event exceptions were recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. An internal inspection did not reveal any anomalies. Supplemental testing was performed and the controller was allowed to run for an extended period of time; the results revealed that the controller fault alarm, event exceptions, and abnormal values could not be duplicated or replicated. Additionally, log files revealed that six (6) vad disconnect alarms were logged on since (B)(6) 2021 starting at 13:58:02 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. Based on the available information, the reported event was confirmed through log file analysis. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. A possible root cause of the vad disconnect alarms can be attributed, but not limited to troubleshooting of the controller and/or a reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.